Manufacturer narrative:
Upon receipt of additional information on 24-oct-2016 via FDA medwatch (mw5065266), which listed the event report type as serious injury, this case has been assessed as reportable. The device history record for radiesse injectable implant could not be reviewed as the lot number was not reported.

Event description:
An adult, female consumer (year of birth (B)(6)) reported that she was treated with radiesse. Medical history and concomitant medical products were not reported. On (B)(6) 2016, she was injected with one syringe (size unknown) of radiesse into left side of face and nasal fold. The patient reported that it was extremely painful right away and that pain and redness continued. The patient reported that she went to the emergency room (date unknown) to get a shot of steroids. The patient also took unspecified antibiotics and oral steroids. The patient stated that "it is now oozing and forming a crust, very red" and "whole cheek is red and splotchy." On (B)(6) 2016, additional information was received from FDA via a voluntary medwatch report (ref. No. Mw5065266) from the patient. The medwatch report listed the event report type as serious injury, event date as (B)(6) 2016, and event outcomes as hospitalization, disability/permanent damage, other serious (important medical event). Per medwatch report: "I went to dr. (B)(6) of (B)(6). He is a plastic surgeon who I had previously been to for laser resurfacing and wrinkle filler. This time was more painful than I remembered. He used radiesse. I thought he hit a bone on my left side under and beside my nostril but as it turned out, it was a blood vessel. I had both pain and numbness all through the left side of the injection site down to my mouth. The left side of my mouth did move up at all when I tried to smile. It is still not completely healed until now (B)(6) 2016. I thought I was getting juvederm which as I now understand has an antidote, radiesse has no antidote. I am still in pain radiating from the injection shot with open wounds, peeling skin, possible permanent scars. The inside of my mouth especially gums were extremely sensitive, now my teeth hurt and are very sensitive to hot and cold. My left eye was very painful to the touch." Concomitant medical products were listed on the medwatch report as "metformin, benicar, crestor before procedure., steroids, 2 antibiotics, 2 prescription creams."

Manufacturer narrative:
The device history record for radiesse (+) injectable implant lot number 100089603 was reviewed. No nonconformances were discovered that would have contributed to the events. A lot search was conducted on the reported lot and no other similar complaints were noted.

Event description:
Follow up information was received from the physician injector on 22-feb-2017: the physician provided patient date of birth (B)(6) and weight ((B)(6) pounds). The (B)(6) female patient had been treated with radiesse several times prior without problems. The physician provided product lot number (100089603), which identified the product as radiesse (+) injectable implant. The physician injected 0.5 cc radiesse (+) into each nasolabial fold. The patient experienced adverse events on the left side described as edema, hyperemia, skin flaking lip/nasolabial fold, and eye pain. Treatment included prednisone, minocycline, and nitro paste with resolution after 8 to 12 weeks. In the opinion of the physician, the relationship of events to the use of radiesse (+) was unknown.